Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 130 mg/dl. The customer reported there is moisture under the screen. The customer is not sure how exposure occurred. Customer reported that there is fluid under the lcd display. The customer stated that the device was not dropped, no cracks and no other issues. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we would send replacement.

Manufacturer narrative:
The insulin pump was received with moisture damage on lcd board and cracked reservoir tube lip noted.